Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged seeing black particles in the device, diagnosed with hypertension, cholesterol, cardio vascular disease. There was no medical intervention required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam. The manufacturer received information about an alleged seeing black particles in the device, diagnosed with hypertension, cholesterol, cardiovascular disease. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, the manufacturer using a known good power supply and power cord and observed the following from an internal and external investigation. Unknown white, black contamination at the air inlet of the blower box, iso port, dust-like contamination on top of the blower motor and the blower motor seal. Black contamination, consistent with keratin at the air outlet of the blower box. Black dust-like contamination in the bottom of the enclosure, residue in thevclosures. The manufacturer used a fitt (foam integrity test tool) was not able to confirm the presence of degraded sound abatement foam. Evidence of sound abatement foam degradation/breakdown was not observed. The device's downloaded event log was reviewed by the manufacturer and found zero error. The manufacturer was not able to confirm the complaint or address the symptoms specified and they can confirm the presence of contamination. Sections b1, b2, h1, h6 have been corrected in this report as follows: section b1 was corrected for product problem. (Both adverse event and product problem was checked in the previous MDR.) Section b2 was corrected to blank. (Previously, it was other serious or important medical events.) Section h1 was changed from serious injury to malfunction. In this report, section h6 has been updated.